Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time settings were incorrect after resetting the pump. Customer reported that blood glucose level was not impacted by the event. Customer corrected and verified the time settings with tandem technical support.